Event description:
It was reported that the t:slim x2 pump battery failed to charge. There was no reported impact to the customer¿s blood glucose level. The issue was submitted online, and when contacted by technical support, the call went straight to voicemail, leaving no further outcome information available.